Event description:
Chair alarm was placed on chair and activated. Green light was flashing indicating the alarm was functional. Patient stood up unassisted and fell to the floor. Alarm did not sound to alert staff she had gotten up. Patient called for help, and nursing found patient on floor. X-ray confirmed ankle fracture with conservative management.